Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. In manual mode, the coldest the water gets 23c. Biomed stated that the chiller temperature (t4) was 22.8c. Per additional information received, it was reported that the circulation pump was on backorder. It has been received and the device has been repaired. The device is now back in circulation. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed was unable to get the water temperature to cool down on the arctic sun device. In manual mode, the coldest the water gets 23c. Biomed stated that the chiller temperature (t4) was 22.8c. Per support/biomed tech via phone on 30june2023, it was reported that the circulation pump was on backorder. It has been received and the device has been repaired. The device is now back in circulation.

Event description:
It was reported that the biomed was unable to get the water temperature to cool down on the arctic sun device. In manual mode, the coldest the water gets 23c. Biomed stated that the chiller temperature (t4) was 22.8c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.